Event description:
Reportedly, five days after the colectomy, the pt was reoperated on for peritonitis. When operating, the surgeon observed that the staple line performed during the coloctomy was opened at the middle while it was correctly closed at the extremities. This incident could explain the peritonitis according to the surgeon. The pt status is now okay.